Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: patient had hard bone and the surgeon believes this may have caused the tip of the awl to break on (B)(6) 2012. Reportedly, the surgeon could have imposed some lateral force while using the awl which may have contributed to the break. The surgeon continued and used the drill from the kit to prepare the holes instead of using the awl. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The present awl was analyzed for conformance to print specifications and no abnormal findings were identified. Synthes is not aware of any similar complaint for this article. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture.